Event description:
Edwards received information that this bioprosthetic aortic valve was explanted after four (4) years, eleven (11) months due to degeneration and stenosis, secondary to calcification. This was replaced with a 21mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all three (3) leaflets and was confirmed via x-ray. One (1) leaflet demonstrated calcification in the free margin near two (2) commissures and also exhibited a tear; calcification was evident in the region of this tear. Minimal to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, into the orifice, at the stent inflow and stent outflow. Incidental findings: as received, there was distortion of the metal band and wireform distortion at the commissures. The entire sewing ring had been removed and the metal band was exposed around the valve at the inflow aspect; these damages were likely due to explant or implant. The clinical report of stenosis could be confirmed as calcification and host tissue restricted mobility of all three (3) leaflets and lead to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
The implant duration of this device was five (5) years, eleven (11) months.